Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)') in a (B)(6)-year-old female patient who had essure (batch no. 871971) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress incontinence and hyperlipidemia. Never a smoker. Concurrent conditions included neck pain (left side) and obesity. Concomitant products included drospirenone + ethinylestradiol (yasmin) from (B)(6) 2011 to (B)(6) 2012 for contraception as well as paracetamol (tylenol) since (B)(6) 2011. On (B)(6)-2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pain: pelvic area/pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), migraine ("migraines/headaches"), depression ("depression/psych injury") and anxiety ("mental anguish/psych injury"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with ethinylestradiol;levonorgestrel (aviane) and surgery (endometrial ablation.). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, fatigue, migraine, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: per pfs essure insertion date: (B)(6)-2012. She was currently planning for essure removal. Plaintiff was unable to afford surgery. Plaintiff received treatment for menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one was described in patients medical record: menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)-2021: medical record received. Surgery endometrial ablation was added. Case category updated to serious incident. Reporter information and medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)') in a 33-year-old female patient who had essure (batch no. 871971) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress incontinence and hyperlipidemia. Never a smoker. Concurrent conditions included neck pain (left side) and obesity. Concomitant products included drospirenone + ethinylestradiol (yasmin) from (B)(6) 2011 to (B)(6) 2012 for contraception as well as paracetamol (tylenol) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pain: pelvic area/pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), migraine ("migraines/headaches"), depression ("depression/psych injury") and anxiety ("mental anguish/psych injury"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with ethinylestradiol;levonorgestrel (aviane) and surgery (endometrial ablation.). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, fatigue, migraine, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: per pfs essure insertion date: (B)(6) 2012. She was currently planning for essure removal. Plaintiff was unable to afford surgery. Plaintiff received treatment for menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion.. ¿concerning the injuries reported in this case, the following one was described in patients medical record: menorrhagia". Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.